Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was displaying noise. The patient was seen for a revision procedure where the pace/sense portion of the lead was abandoned; the high voltage portion of the lead remains in service. There were no additional adverse patient effects reported.